Manufacturer narrative:
(B)(4).

Event description:
Procedure: j-pouch/large bowel resection. Customer states that upon building a small intestinal pouch, following problem occurred. The surgeon attempted to close the jaws completely to approach the idrive from the insertion opening of the small intestine. However the jaws left partly open, making difficult to insert the device since the distal end of the jaws were not parallel. The same incident was duplicated upon the second and the third fire. The surgeon continued to use the device with no problem on stapling. Gender: not provided. Age and weight: not provided. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.